Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported was likely due to the reported instability and prosthesis wear, or inclusion of the polyethylene implants in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the 61 year old female patient had an initial right tka on (B)(6) 2013. The patient was revised on (B)(6) 2024 due to instability and a recalled liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.